Event description:
It was reported that continuous glucose monitoring error occurred on sensor, and caller experienced cgm error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that error did not reappear after reset, and successfully started sensor session, with no additional actions required.